Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2011, a 3.0x15mm xience v stent was successfully implanted in the distal circumflex (cx) coronary artery lesion. On (B)(6) 2016, the patient experienced angina, requiring hospitalization and medication. The event resolved without sequela. On (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). Subsequent to the 30-day medical device report, additional information received indicated that the angina, hospitalization and medication are not related to the rx xience; however, since the report has already been filed, it will remain reportable. No further investigation is required.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: per study physician, the angina, requiring hospitalization and medication, has been assessed as unrelated to the implanted xience v stent and unrelated to the stent procedure.